Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion." Customer statement: "ivtbi done infused. However volume remainder left in bag. Issue occurred: (B)(6) 2021 in st. John's ward."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. Two infusions were logged on the day of occurrence. Analyzing these two infusions no abnormalities could be detected. 3. Judgment: 3.1 the complaint could not be confirmed. Reporter confirmed that none of the pumps will be provided as they were investigated internally and most of the pumps have been returned to the wards. The history is the only thing that they provide. Reporter also advised that there is no patient harm to report. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.